Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm after multiple set changes. The customer's blood glucose was 7 mmol/l. The customer called to report no delivery alarms since yesterday evening. Has since changed infusion set three times. Happened again (B)(6) at school. Last no delivery alarm occurred at (B)(6). The customer noticed one bent cannula. Agreed to send out a replacement box of sets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed seating test due to faulty force sensor resistance (gold). Unable to perform occlusion test, excessive no delivery test.